Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a loss of capture noted on the left ventricular (lv) lead. Lead dislodgement was suspected, and diagnostic imaging was performed which confirmed the lead had dislodged. The device was reprogrammed to deactivate the lead and the patient was stable with no consequences.